Event description:
It was reported that a patient's blood glucose levels (bg) reached 397 mg/dl, while wearing the pod between 1 and 4 hours. The patient reported cannula being dislodged and bent, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Investigation found no damages or manufacturing defects that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage that would contribute to a dislodging was present, the exact cause of the dislodging could not be determined. Neither kinks nor bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found an 0x1c alarm. An 0x1c alarm occurs at 80 hours of pump operation. This is a design parameter of the device that causes planned disruption of the pods ability to deliver insulin.